Event description:
While assessing an altered mentation pt, I placed the pt on the 4 lead ECG and there was no tracing noted. I made sure that the cable was appropriately attached and un-plugged and re-plugged the cord. There was no difference and the monitor states lead fault in the display area. I again tried to troubleshoot the cord, changed the leads with the soft keys and then replaced all of the electrodes. After that failed my partner went and got the spare cables from the truck and I applied those cables. They again did not show a tracing.